Event description:
The customer reported tylenol over infusion.

Manufacturer narrative:
The customer¿s report of an over infusion of tylenol was not confirmed. Testing of this device was performed by doug hayes, manager of technical customer advocacy during an on-site visit at the customer. Testing could not confirm any un-regulated flow conditions. Inspection also confirmed that the device had a carefusion membrane frame installed. Review of the pcu event logs for the reported infusion of tylenol (acetaminophen) could not confirm any obvious programming errors. The pump module was actually used two hours longer than was reported in the complaint. The root cause of the customer complaint of an over infusion of tylenol was not determined. No devices received, log review only.

Manufacturer narrative:
The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.